Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (ink spots) issue. The reporter stated he has an ink spot on screen, pump is unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.